Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had button unresponsive and required multiple or longer presses to respond. No harm requiring medical intervention was reported. Customer stated that insulin pump rejects new batteries-6-8, racks on the screen. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no crack or scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No failed battery test were noted. (B)(4).